Event description:
It was reported that: a biomed at the facility was testing the device over the weekened. A hosp staff member reported that the device was alarming and not functioning properly. No pt involvement.